Event description:
It was reported that during advancement of the balance middleweight universal ii guide wire into the guide wire introducer, the tip of the guide wire became stuck in the guide wire introducer. It was removed and the tip of the guide wire was observed to be separated. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the introducer was able to be confirmed. The separation was not confirmed; however, the tip coils were pushed distal from the solder, which is likely what was perceived by the account as the wire being fractured. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.